Event description:
Trocar was placed in patient but balloon would not inflate. After several attempts, a new trocar was obtained and worked properly. Manufacturer response for structural balloon trocar- 10mm, autosuture structural balloon trocar 10mm (per site reporter): unknown; rep communicates with surgeons.